Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue recurred.